Event description:
Procedure: unk. Reportedly, the instruments show marks on the jaws. Then, during use, the instruments emitted sparks and a proper seal could be completed despite the signal of the "closure." There was no injury. During routing review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.

Manufacturer narrative:
During routing review, this report was reevaluated. At that time, the decision was made to file a report based on the information received. 13 unopened and 2 opened ls3111 electrodes were returned for evaluation. No defects were detected during a visual inspection of the electrode. Five of the returned electrodes were attached to an instrument and fit firmly into the instrument. The devices were tested for resistance and jaw gap. Resistance was found to be within the allowed range, while the jaw gap measurement was found to be out of specification (less than .001 inches). Investigation into similar complaints indicated that the cause for the out of spec jaw gap is due to the electrode jaws become bowed during the jaw manufacturing process, thereby causing the jaw gap to be out of specification. It is possible for the out of spec jaw to contribute to the reported condition of incomplete seal. However, it is not believed this would contribute to the reported condition of sparking.